Event description:
It was reported to boston scientific corporation that a captivator ii was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the tech tried to cut through the tissue, and it would not cut through. The procedure was completed with another captivator ii. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.